Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock in april 2025, and their device was reprogrammed to primary sensing vector with double gain. In july 2025, another inappropriate shock was delivered. A request was made to have data from the patient's device analyzed. Device data confirmed the noisy signals were non-physiological in nature. A technical services (ts) consultant noted that morphologically, the signal indicates a possible proximal electrode detection path issue. Troubleshooting recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service. Additional information: in-clinic troubleshooting was performed, and the episode in questions could not be reproduced. Secondary vector could not be chosen as an alternative vector due to low amplitude. X-ray imaging and device data were sent to ts for review. Per a ts consultant, troubleshooting results confirmed the initial assumption of a problem with the sense b detection path. At this time, there is no evidence intervention has been performed. This electrode remains in service.

Event description:
It was reported that the patient with this electrode received an inappropriate shock in (B)(6) 2025, and their device was reprogrammed to primary sensing vector with double gain. In (B)(6) 2025, another inappropriate shock was delivered. A request was made to have data from the patient's device analyzed. Device data confirmed the noisy signals were non-physiological in nature. A technical services (ts) consultant noted that morphologically, the signal indicates a possible proximal electrode detection path issue. Troubleshooting recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service. Additional information: in-clinic troubleshooting was performed, and the episode in questions could not be reproduced. Secondary vector could not be chosen as an alternative vector due to low amplitude. X-ray imaging and device data were sent to ts for review. Per a ts consultant, troubleshooting results confirmed the initial assumption of a problem with the sense b detection path. At this time, there is no evidence intervention has been performed. This electrode remains in service. Additional information: the patient underwent a revision procedure on (B)(6) 2025, and their s-ICD system was replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
This product is not expected to be returned to boston scientific. Therefore, technical analysis cannot be conducted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock on (B)(6) 2025, and their device was reprogrammed to primary sensing vector with double gain. On (B)(6) 2025, another inappropriate shock was delivered. A request was made to have data from the patient's device analyzed. Device data confirmed the noisy signals were non-physiological in nature. A technical services (ts) consultant noted that morphologically, the signal indicates a possible proximal electrode detection path issue. Troubleshooting recommendations were discussed at length. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.